Event description:
It was reported to philips that the system could not start up normally. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the device was not in clinical use when the issues occurred. The philips field service engineer (fse) evaluated the system onsite and confirmed that the table did not move, and the touch-screen module did not respond, therefore the user restarted the system, which failed to boot up. During troubleshooting, fse discovered that the flat detector controller (fdc)/switch had no power, the ac indication was blinking, and dc was turned off, the ac input for dcps was working well, but the dc output was defective. To address this issue, fse replaced dcps which resolved both fdc and table issues. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.